Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient was getting their old system removed and having a new one put in but did not survive the surgery and died in the medical facility. It is assumed that the system was left in once the patient died. Additional information received from the healthcare professional (hcp) on (B)(6) clarified the event. Intraoperative seizures were witnessed during the "awake" lead implant which led to a loss of consciousness and cardiopulmonary arrest. CPR was attempted which resulted in a return of spontaneous circulation but persistent coma/seizure. The mechanism of death remains unclear per the autopsy. No hemorrhage was seen but there was abundant amyloid deposition consistent with alzheimer's disease. Air embolisms could not be ruled out. The death was observed one week post op in the ICU after withdrawal of life support due to persistent seizures and coma. No further complications are anticipated. See related regulator report 3004209178-2018-09373.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.